Event description:
It was reported by the patient that this insertable cardiac monitor (icm) was an attempted implant as after the insertion procedure, it was noted that it was not connecting to the patient mobile monitor (pmm). After 15 minutes of trying to get the device connected and started, the physician made the decision to remove the device and insert a different one. The second icm device successfully connected to the pmm, and the procedure was completed. As the procedure took longer than expected, the patient was provided with medication in order to avoid an infection. No additional adverse patient effects were reported. At this time, it is unknown if the attempted device is available for return to boston scientific for further analysis, so additional information will be requested to the field.

Event description:
It was reported by the patient that this insertable cardiac monitor (icm) was an attempted implant as after the insertion procedure, it was noted that it was not connecting to the patient mobile monitor (pmm). After 15 minutes of trying to get the device connected and started, the physician made the decision to remove the device and insert a different one. The second icm device successfully connected to the pmm, and the procedure was completed. As the procedure took longer than expected, the patient was provided with medication in order to avoid an infection. No additional adverse patient effects were reported. At this time, it is unknown if the attempted device is available for return to boston scientific for further analysis, so additional information will be requested to the field. Additional information was received indicating that this device will be returned for analysis. Additional information was received. The health care professional confirmed the incision was still open when they had to insert the second icm device. There was no re-intervention performed, and this was a normal attempted procedure. No adverse patient effects were reported. This event is no longer considered to be reportable for the involved geographies.